Manufacturer narrative:
The device was not returned for evaluation. However, as part of the investigation into this report, an olympus endoscopy support specialist (ess) was dispatched on-site to assess the reprocessing practices at the user facility. Based on the observation summary report from an endoscopy support specialist (ess), there were some reprocessing deviations observed during the on-site visit, and they are as follows: facility did not have a suction source in reprocessing room. They were also having issues with the water-resistant caps. Caps seemed to be faulty or could have a misaligned pin and was resulting in leak testing being done incorreclty. Facility needed improvement on care and handling. Reprocessing steps observed were complete deviations from the instructions for use (IFU). The customer was advised that suction source is needed for reprocessing of facility scopes. Advised the customer of proper reprocessing of reusable tubing, such as, the suction cleaning adapter and auxiliary water tubing. Customer also advised to purchase new water-resistant caps as some are not properly connecting to their mu-1 leak tester. Provided customer with troubleshooting tips and brochures to alt-pro and oer-elite to help facilitate their reprocessing. Provided customer with education on items that are needed in reprocessing rooms. Scheduled an observation with customer. Educated staff on correct reprocessing steps as per IFU. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer requested a reprocessing in-service refresher. Endoscopy support specialist (ess) was dispatched to the customer site to provide in-service training to the customer. No patient infections or injuries reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d9, e2 and g2 (unmark health professional). Additional information added to field d8, h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 18 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the event occurred due to a difference in recognition on device handling or reprocessing steps between olympus recommendation and the user's practice. Olympus expert staff has already conducted training on proper reprocessing for the user. The instruction manual states the prevention method associated with the event in "evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories)". Olympus will continue to monitor field performance for this device.